Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore on the middle of her back. Patient reports the sore was the size of a silver dollar and lifevest was removed for two weeks. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician assistant suggested to use calmosettine ointment (otc). Follow up indicated that the cream is helping with the skin irritation.